Event description:
An increase in abnormal patient results was observed for insulin-like growth factor (igf-1) on the immulite 2000 instrument when the customer switched from lot 485 to lot 490. Results were reported to the physician(s), who questioned the results. There were no reports of patient intervention or adverse health consequences due to the discordant igf-1 results.

Manufacturer narrative:
Corrected information (10/3/2013): upon review of the supplemental MDR 2432235-2013-00376_s2 it was noted that the initial MDR number was entered incorrectly. The correct number is 2432235-2012-00376. In addition the follow up MDR number 2432235-2013-00376_s2 was entered incorrectly in the manufacturer report number section (MFR report #). The corrected number is 2432235-2012-00376_s2.

Manufacturer narrative:
The initial MDR 2432235-2012-00376 was filed on (B)(4) 2012. On (B)(4) 2012: an urgent medical device correction (umdc), (B)(4) - "immulite / immulite 1000 / immulite 2000 / immulite 2000 xpi all immulite platforms for igf-I shift in patient medians and supply disruption" was sent to customers in (B)(4) 2012.

Manufacturer narrative:
The cause of the increase in abnormal results for igf-1 kit lot 490 is unknown. Siemens is investigating this issue.

Manufacturer narrative:
(B)(4). On (B)(4) 2012: the corrections and removal report (crr) was filed with the FDA on (B)(4) 2012. The crr number is 2432235-11/28/2012-007-c.